Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down, the alarm is not functional, and has error codes. The key failure is the sieve beds are contaminated which addresses all reasons for repair except unit alarms not functional. On/ off switch having no alarm addresses the unit alarms not functioning.